Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that patient was experiencing ¿settings not available¿ on his wireless external neurostimulator (wens) multiple times; could not increase his paresthesia. The cause was unknown. Rep tried to reprogram mid-trial check, slowed pw and rate down. Issues was resolved. Patient went home and later called explaining the same issues happening and not able to turn stim up. Seeing the same screen. Rep was meeting with patient again on (B)(6) 2019 to switch out wens. Was going to send back current wens. It was also reported that patient had excellent results for the first day or so, up until he saw the "cannot deliver desired intensity settings" error message. A connectivity test on (B)(6) confirmed that 3 of the electrodes in the 8-15 slot were not connected properly. Rep re-seeded the lead, issue was resolved; no more oor. Since patient had such good results with evolve at first, rep continued along the evolve pathway; group c was conventional. The lead pull date was (B)(6). Patient weight and dob were unknown. No further complications were reported/anticipated.